Event description:
Integra product mgr spoke with user facility eeg technician who reported that contact 18 was shorting out with some of the wires passing over the disc; making it difficult for them to trust the readings they received from the electrode. They performed intraoperative recordings with strip electrodes in that location and did receive good readings. The electrode is expected to become available for evaluation. Integra product mgr visited the account in 5/2005. The device had still not been decontaminated. It was requested that the device be decontaminated as soon as possible and for the account to contact the product mgr when the device was ready. 5/2005: the device was still not available for integra lifesciences to evaluate. No pt injury was reported. The strip electrodes provided recordings in the area.